Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified common femoral arteries was attempted with four proglide devices using the pre-close technique via a 6f sheath prior to a left heart transluminal aortic valve implantation procedure. Reportedly, there was no suture with plunger removal for all four proglide devices. The sutures of two new proglide devices were successfully pre-placed at each access site. The sheath was upsized to 18f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: MFR site - reg number and contact name. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.